Event description:
The pump was returned for investigation. Investigation revealed that the up arrow button was intermittently unresponsive. Investigation also revealed that there was contamination under the up arrow, down arrow, and ok button contacts. Additionally, investigation revealed that the display screen text was dim,faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) /2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be torn off at the ok and contrast buttons. During testing, the up arrow keypad button was found to be intermittently unresponsive. The contrast button was found to be unresponsive. The down arrow and ok keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the up arrow, down arrow, and ok key contacts. The up arrow contact was found to be inverted and the contrast button contact was missing. Additionally, evaluation revealed that the display screen text was dim, faded, and discolored. (B)(6).